Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient who was already sedated was undergoing a pulmonary vein isolation (pvi) ablation procedure. As the doctor was attempting to get access into the patient's femoral artery, it was observed that there was no image being generated on the ultrasound system. The doctor replaced the catheter cable but the issue remained. When the catheter was replaced, the issue was resolved to continue and complete the pvi. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Engineering investigated the issue via tfs defect 544257. This issue was resolved in ve10a, via eco# 649637 through plm defect 483014, where it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image.